Event description:
It was reported that this right ventricular (rv) lead exhibited non physiological noise. There have been recent significant changes in lead parameters and a dislodgement is suspected. Technical services (ts) was consulted and recommended imaging and the patient to be evaluated in-clinic for a lead revision. Additional information provided advised the patient was admitted to the hospital and a lead revision was performed. Unknown at this time if the lead was explanted or repositioned. Received additional information the rv lead was repositioned successfully with no patient complications. The lead remains in service. Outside of the revision, no adverse patient effects were reported.